Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2017 with the following findings: a review of the black box showed multiple low battery warnings. The current readings were unable to be performed due to a call service 069 alarm at power up. The pump was unable to recover from the call service 069 alarm after reboot. The call service 069 failure was written to the black box as a call service 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Evidence of moisture was found in the battery compartment. A leak test failed due to a battery compartment leak. The pump was opened to find evidence of moisture on the transceiver board, force sensor plate, battery canister. Unrelated to the original complaint, the display was dim and fading pink.